Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per reporter: patient came in to get a vertebroplasty in the angiography suites. This is a routine procedure that the neuroradiologist does. They had put cement in on one side and was ready to do the same on the other side of the vertebral body. However as they were about to take out the beveled tip introducer to replace it with the cement introducer- they could not take it out. After attempts, the handle came off, leaving the needle in the vertebral body. We tried various ways of taking the needle out ¿ including slaphammer, different forceps (kelly, kochers), different rod holders but in the end they had to transfer the patient up to main theatres where a neurospinal consultant opened up the patient. He successfully retrieved the needle by drilling around it and then pulling it out. Both doctors made mention that the patient is highly sclerotic making the bone very hard.